Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose level rose to 315 mg/dl while wearing the pod for longer than 48 hours. In addition, the patient reports the pod's pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient reports the pod was leaking during wear.